Event description:
The customer reported the air delivery test failed due to air flow out of range; blower does not always start up the same way, tends to ramp up and down. The customer reported there was no patient harm.